Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
It was reported that the radius 7 screen was "hazy" with white dots and displaying numerics back to front. By that, root displayed 98% spo2 and radius displayed 89% spo2. Battery. No known impact or consequence to patient.